Event description:
(Gci) functions very erratic, left (ucm) cable cut - wires exposed.

Manufacturer narrative:
Technician replaced (gci) & left (ucm) cable to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.